Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4: medical device expiration date: unknown. H4: device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, an unspecified number of group strep a negative patient results were obtained from a veritor analyzer. The user would question the negative results after visually observing a positive line on the test cartridges. It was noted an additional swab is collected and sent for culture testing if the rapid test is negative for patients under 18 or if ordered by the provider. No additional information could be provided from the customer. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant results when using kit grp a strep 30 test veritor (material#: 256040), batch number unknown. The customer reported that they visually read a test cartridge as a positive result, and when they entered it into the analyzer, a negative result was provided. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant results was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, an unspecified number of group strep a negative patient results were obtained from a veritor analyzer. The user would question the negative results after visually observing a positive line on the test cartridges. It was noted an additional swab is collected and sent for culture testing if the rapid test is negative for patients under 18 or if ordered by the provider. No additional information could be provided from the customer. There were no health impact or consequences reported.